Event description:
On 11/1/97 this imed gemini IV pump was used to deliver a chemotherapeutic agent (cytarabine) to an 11 yr old girl. The infusion was to be completed over a 2 hr period, but instead the pump delivered the complete infusion in less than thirty minutes. This event had absolutely no deleterious effect on the pt's condition. The pump was sent to medical engineering for evaluation. It was disaasembled to evaluate the pumping mechanism. The tubing used during the infusion was also inspected for anomalies. Both pump and tubing were found to be fully operational and no malfunctions could be duplicated. No user error identified. Note: secondary infusion bag was attached to pump at time of incident.